Event description:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced infection at the implant site. The device was explanted on (B)(6) 2023. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient experienced an extrusion of the electrode lead into the external auditory canal. There are plans to explant the device; however, this has not occurred as of the date of this report.